Event description:
It was reported that during a da vinci si hysterectomy procedure the permanent cautery spatula instrument broke and the surgical staff had difficulty removing the instrument from the cannula due to the angle of the instrument wrist. As a result, the system arm was undocked from the patient with the instrument still installed and inserted in the cannula. While undocking, a piece of the instrument fell into the patient and was retrieved. The site was able to remove the broken instrument, the system arm was redocked, and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, engineering observed the yaw pulley and spatula assembly detached from the distal end of the instrument. The conductor wire has been cut at the distal end. One of the distal clevis ears is broken off at its base. The broken ear piece was not returned, with the missing piece approximately .280 x .235 in size. The conductor wire cap is also missing. The yaw pulley has the extruded boss feature at the center of the hub and one side of the cable crimp pocket broken off. It was determined that the initial failure was likely a broke clevis ear and the spatula/yaw pulley assembly was likely detached to remove the instrument from the cannula.